Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02795, 0001822565-2017-02796, 0001822565-2017-02797 & 0001822565-2017-02799.

Event description:
It was reported that the patient was indicated for revision due to possible infection. No additional information was provided.

Manufacturer narrative:
Medical devices: unknown liner; unknown head; unknown kinectiv neck; shell porous with cluster holes 56 mm o.d. P/n 00620005622 l/n 61389727. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Primary operative notes states that there were no intraoperative complications. The acetabular cup was placed in 40 degrees abduction and 20 degrees anteversion. The stem was placed with 15 degrees anteversion. The hip was then found to be stable with good range of motion and equal leg length. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.